Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation and hypoxia were unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report an atrial septal defect, requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 3 with enlarged atrium. After the transseptal puncture, a right-left shunt was noted near the steerable guide catheter (sgc). One clip was implanted with no reported issue, reducing mr to grade 1. After removing the sgc, there was a decrease of oxygenation. An atrial septal defect (asd) occluder was implanted in the shunt with no reported issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.